Event description:
It was reported that the device was not inflating. The surgeon tested the device several times and the device appeared to function normally. The device was removed and replaced. A patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the surgeon tested the newly implanted device and the device functioned normally as expected. There were no other details available on the surgery.